Manufacturer narrative:
The customer biomed spoke by telephone support with a philips remote support engineer (rse) who performed a functional analysis the device. The rse made configuration adjustments to the printer and the printout worked normally. Based on the information available and the testing conducted, the cause of the death was not due to philips device. However, the printing issue problem was confirmed. The device remains at the customer site. Corrected data: 510k has been updated to k163584, which reflects the software revision for product reported.

Manufacturer narrative:
E reporting institution phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was an unexplained death. The customer requested assistance pulling the device logs. The customer stated only the patient's trend data is needed. The philips system is not seen as the cause of the patient's condition.